Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a hole in the downstream occlusion, and it alarmed error code 46510. The device also need to be upgrade to software version 1.6. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for analysis. Visual inspection found a torn downstream occlusion seal. A visual and functional test were performed, and the reported issue was duplicated. The cause of the reported issue was due to a torn downstream occlusion seal. As a result, the downstream occlusion seal was replaced, and the software updated, and error code cleared. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.